Event description:
It was reported that 213 days after implantation of a2.5x20mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid left anterior descending artery (lad). A pre-intervention stenosis percentage of 60% was reported. Intravascular ultrasonography (ivus) of the lad was performed revealing "diffuse disease throughout the lad with an area of discrete stenosis in the mid portion, just after the septal perforator with a minimal luminal area of 2.8 millimeters squared in a 3.0 diameter vessel." Angioplasty was then performed using a 2.5x8mm voyager balloon. A 2.5x20mm taxus stent was deployed in the lad in the region of the lesion. A post-intervention residual stenosis of 0% with timi iii flow was reported and "no dissection flap was noted." The patient received angiomax during; plavix and aspirin after the procedure. Post intervention, the patient was noted to be" in stable condition, in no apparent distress." The patient presented 213 days after the initial procedure with "increasing chest pain" and an 85-90% in-stent restenosis and "native vessel" stenosis in the mid lad. Angioplasty was performed with a 2.5x15mm maverick balloon. A 2.5x23mm cypher stent was then deployed at 14atm in the lad in the region of the lesion. The stent was post-dilated with 2.75x15mm powersail balloon. A post-intervention residual stenosis of 0% with timi iii flow was reported as "no dissection was noted." The pt received heparin and integrilin during the procedure. Post intervention the patient was reportedly "in stable condition, in no apparent distress."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 7942275 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.